Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a specific cause, as well as a direct relationship to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Due to hospital policy no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 06mar2012. The heartmate ii lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. Due to hospital policy, no additional information was provided.